Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic coelioscopy procedure under sedation the camera head was no longer recognized by the processor, the image cut out and color test pattern appeared on the screen. There was a procedural delay of greater than 30 minutes. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the customer reported failure was confirmed. Based on the results of the investigation, due to disconnection in cable unit, the endoscopic image cannot be displayed. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.